Manufacturer narrative:
This electrode was analyzed upon receipt from the field. During analysis, microscopic visual inspection noted a fissure in the adhesive just distal to the sense b electrode. The adhesive is used to secure and seal the electrode following insertion of the conductors during the manufacturing process. Resistance testing confirmed the electrode was electrically continuous and the conductor coil inner insulation was intact. Although a fissure was noted in the adhesive, laboratory analysis concluded that it would not have impacted the electrical performance of the electrode.

Event description:
It was reported that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue.